Manufacturer narrative:
Concomitant medical products: ddmb2d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no capture during threshold testing on the right atrial lead. A drop in p-wave trend was noted and undersensing was suspected during a recent atrial tachycardia/atrial fibrillation episode. Reprogramming was performed to put the device into vvi mode. The lead remains implanted but electrically abandoned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing. If information is provided in the future, a supplemental report will be issued.